Event description:
It was reported during an atrial fibrillation (afib) procedure that the alignment is not correct. The lasso catheter is displaced vertically on the map by approximately 25mm. The lasso catheter was located in the left superior pulmonary vein (lspv) when a cardioversion was performed. After the cardioversion, the lasso icon was superior to the lspv. No errors were displayed. The customer created a new map to continue the case. No patient injury reported in this case. Upon request, the bwi field representative provided additional information on the event. A shell was built using fast anatomical mapping (fam) and they used that to merge with a CT with good results. The lasso catheter was in the left superior pulmonary vein. After the cardioversion, the entire lasso catheter was superior to the lspv. The map shift occurred immediately following the non emergency cardioversion. There were no error messages on carto 3 system prior to, or after the cardioversion. The only movement of fluoroscopy was to raise the image intensifiers away from the patient prior to cv. The advanced catheter location (acl) function was in use/turned on during the case. They do not have magnetic navigation, but all three catheters (25/15 biosense webster lasso catheter connected to the patient interface unit (piu), biosense webster cool flow sf ablation catheter connected to the piu, st. Jude medical decapolar catheter connected to the pin box/piu) shifted relative to the map the same amount. The patient was under general anesthesia. No reference patches were in place, front patches verified at the time, back patches verified upon removal at the end of the case. After contacting the bwi technology support, it was decided to start over and build a new fam and re-merge.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported during an atrial fibrillation (afib) procedure that the alignment is not correct. The lasso catheter is displaced vertically on the map by approximately 25mm. The lasso catheter was located in the left superior pulmonary vein (lspv) when a cardioversion was performed. After the cardioversion, the lasso icon was superior to the lspv. No errors were displayed. The customer created a new map to continue the case. No patient injury reported in this case. The map shift was due to the patient movement caused by the cardioversion. According to carto 3 instructions for use, in rare cases when the relative position between the patches remains the same but the position of the heart relative to the back patches has changed (for example, after repositioning the patient's head on a pillow or moving the patient's arm without changing the patient's position on the mattress, or after the patient is cardioverted), the system will not give a warning and an incorrect map (map shift) might be generated. The device history record (DHR) review was performed. No anomalies were noted in manufacturing or service.